Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the probe wipe rinse block was misaligned attributing to the leak. The fse adjusted the probe wipe rinse block to resolve the leak. (B)(4).

Event description:
The customer reported a clear fluid leaked from a coulter lh 500 hematology analyzer while the instrument was processing controls. The volume of the leak was approximately 1 teaspoon and was contained within the instrument. The instrument operator was wearing gloves and a lab coat when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.